Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was suspected of having a baclofen overdose following a pump revision. It was stated that her heart rate was dropping low and she was having blood pressure problems, but her respiration was fine. The reporter thought that the symptoms weren¿t related to baclofen, as he didn¿t think that the heart rate would be affected by a baclofen overdose. It was reported that the reservoir still contained 39.5ml and 0.45ml should have been in the catheter. The device system was used to deliver gablofen. Two days later, it was reported that the patient had suffered a bad reaction to the dilaudid that was given to her in the intensive care unit. At the time of report, the patient was doing well and was receiving intrathecal baclofen therapy. It was stated that the patient was scheduled to be discharged on the following day.